Event description:
It was reported that customer experienced high blood glucose levels, with a continuous glucose monitor reading of 550 mg/dL and customer and Technical Support identified air gaps in cartridge and tubing as the likely cause related to loading process. Customer delivered correction bolus via pump. No additional information was received regarding any further outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.